Event description:
It was reported that during a rotational atherectomy procedure, that the wire fractured. It was noted at the end of the procedure that a small section of the rotawire (several millimeters) had fractured off. The fractured portion remains in the side branch of the diagonal of the lad. The physician believes that the pt is okay and there will be no complications.